Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 4, 2023.

Event description:
Per the surgeon, the patient experienced a wound dehiscence and extrusion of the implant. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Event description:
Correction: the previous or initial MDR submitted on october 11, 2023 was filed inadvertently. The patient did not experience infection.